Event description:
On (B)(6) 2021, it was reported by a distributor via e-mail that a ar-4501 meniscal clinch button is broken. This occurred on (B)(6) 2021 during a acl reconstruction when the first load had no problem, however when loading the second the button would not slide down it was stuck. Once removed and looked over it was discovered that the button had broken at its base.

Manufacturer narrative:
Complaint confirmed, two devices were returned with the push rod tab assembly # 2 disassembled from the trigger. Likely causes of the disassembled push rod tabs are prying/leveraging the device and/or improper deployment sequence leading to obstruction of the cannula. Both devices had the first triggered docked, indicating the 1st implant was deployed. One of the device had a bent cannula, likely due to prying/leveraging the device, and was returned without the suture construct. The 2nd device was returned with the suture construct and implants. Implant #1 had broken wings likely due to pulling it out of the patient.